Event description:
While performing an acucise case that the triwire guidewire uncoiled while advancing the 7-10 stent. The guidewire incised the urethral meatus and the urethral meatus was sutured. No further patient injury or complication was reported.